Event description:
It was reported that during a lap choley procedure, the clip did not clip properly. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info not available, device not returned for analysis.